Manufacturer narrative:
(B)(6).

Event description:
It was reported that the brake did not function properly. A 1.25mm rotapro was selected for use in an atherectomy procedure. During the procedure, the brake did not function properly. A new device, same model, was selected to complete the procedure. There were no patient complications and the patient is fine.